Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 08/29/2015 with the following findings: . Battery compartment is cracked above and below the bumper pad. Corrosion observed inside battery compartment. Leak test verifies leak in battery compartment. Pump opened and evidence of internal was found on the printed circuit board and internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment. This report is made based on the results of an investigation completed on 08/29/2015.